Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned devices was not able to confirm the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Metaglebe holder hex would not fit into trial or implant.